Event description:
A report was received stating the patient was experiencing pain at the implant site. The patient's physician decided to explant the precision system as the patient has lost weight and the ipg had moved out of the pocket. The patient has not moved forward with the explant due to personal issues.

Manufacturer narrative:
Patient weight not available. The devices remain implanted in the patient. Additional suspect device components involved in the event: model: sc-2208-50 description: st linear lead, 50 cm a review of the manufacturing documentation of the suspect devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the suspect devices found them to be satisfactory. This is the final report.